Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.

Event description:
The reporter indicated there was a communication error; "can not communicate with the generator." The reporter also reported that, the same communication error occurred three weeks earlier. A new wand resolved the issue. Good faith attempts are continued to get the product back.